Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. The blood glucose reading was 19 mmol/l. The customer stated that she treated her high blood glucose readings with boluses and by changing her infusion sets. She noted that she received no delivery alarms in the morning, every night after supper, and even after she had changed the infusion sets. She stated that she changed her infusion sets every 4 days; advised that every 3 days is recommended. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer discarded the used infusion sets and reservoirs that she had had issues with. Advised customer to save them for analysis in the future. Nothing further reported.